Event description:
Pentax medical was made aware of a complaint which occurred in (B)(6). The customer reported a bluish/greenish screen and they couldn't get it to go back to normal coloring involving pentax medical video processor model epk-i7010, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). The customer owned processor has not been returned for evaluation as of 26-jan-2022. The user facility contacted pentax medical customer service and let them know on 29-dec-2021 that they would not need a loaner as they were able to resolve the settings and will not be sending the video processor for evaluation or repair. Multiple good faith effort requests for additional information was made with no additional information being provided as of 26-jan-2022. Model epk-i7010, serial number (B)(4) has not been previously serviced at a pentax facility since the device was put into service. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: this may be due to the disconnection of the cmos cable due to repeated use. Correction information: g6: follow up #1 h2: type of follow up h3: device evaluated h6: coding changed based on the investigation result. H4: device manufacture date.